Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call as well as precision troubleshooting procedure. Precision was good and no hardware issue was found. The cse ran quality control, resulting within range. The cause of the discordant, falsely elevated cardiac troponin (tni-ultra) result obtained on one patient sample is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample upon repeat on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as the initial result was manually scheduled and already reported to the physician(s). The sample was repeated on the same instrument by a barcode scheduled entry, resulting high. The sample was then repeated on an alternate centaur instrument, resulting lower and matching the original result. No corrected result was reported to the physician(s) since the initial result has already been reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.